Event description:
It was reported via phone call that the insulin pump was not delivering insulin and blood glucose would not record in the history. Customer stated that he was using the manual boluses and not bolus wizard. The customer stated that he was experiencing more high blood glucose since the incident started. Customer stated when the insulin pump is not working he would treat with manual injection. Customer's blood glucose was unknown and last blood glucose was 92 mg/dl. The customer requested to have a insulin pump replacement and agreed to return the broken device for analysis. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.